Event description:
It was reported that a pt was treated with a urethral bulking implant following post bph surgery that had rendered the pt incontinent. After treatment, the pt had onset of hematuria and was diagnosed with urinary tract infection and treated with antibiotics. Pt's condition improved. On re-treatment at the pt's request, the doctor observed exposed material. The exposed material was removed with grasping forceps and the doctor continued with the second treatment of the bulking implant. No further complications have been reported.